Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient required medical assistance due to hypoglycemia on (B)(6)2025. The patient's blood glucose level dropped to 54 mg/dl while wearing the pod between 5 and 24 hours on the abdomen. It was noted that the bolus programmed was too much resulting in the hypoglycemia. Symptoms reported include not feeling well, pale skin, dizziness, and vomiting. The ambulance was called, and the patient was given glucose and was then transported to the hospital. The patient did not receive any further treatment at the hospital since they were already feeling better. Patient was discharged the same day.